Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) who coded, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the clinical file showed the analysis performed on the reported event date did not meet the criteria for a shockable event. The clinical file showed all three segments of the analysis matches the requirements for normal sinus rhythm. In order for the device to determine a shockable rhythm, 2 of the 3 segments need to be identified as shockable. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend